Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation and information provided when a cca reviewed the original call recording. The reporter claimed that she was unsure when the meter issue began. The reporter noticed the meter was reading inaccurately on (B)(6) 2016, when the patient obtained a result of "312 mg/dl" on the subject meter, which he felt was inaccurately high in comparison to a result of "247mg/dl", obtained within 30 minutes of each other. In addition he obtained a result of "274mg/dl" on the subject meter, which he felt was inaccurately high in comparison to a result of "238mg/dl", obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lfs criteria for accuracy. The patient also felt that the results obtained on the subject meter were inaccurately high in comparison to his feelings or normal results. Meter to feeling comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with an insulin pump which administered a basal dose of humalog insulin after the alleged issue occurred. The reporter stated that the patient decreased his food or drink intake on (B)(6) 2016 in response to the alleged issue. The reporter stated that on (B)(6) 2016 the patient developed symptoms of "confusion, combativeness and not acting like himself". The reporter detailed that on (B)(6) 2016 the patient was admitted to the hospital/emergency room (ER) where he received treatment from a healthcare professional (hcp) with a glucagon injection. The reporter also claimed that on (B)(6) 2016 the patient self-treated with a glucagon injection. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test

Manufacturer narrative:
Original incident description should read: on (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation and information provided when a cca reviewed the original call recording. The reporter claimed that she was unsure when the meter issue began. The reporter noticed the meter was reading inaccurately on (B)(6) 2016, when the patient obtained a result of "312 mg/dl" on the subject meter, which he felt was inaccurately high in comparison to a result of "247mg/dl", obtained within 30 minutes of each other. In addition he obtained a result of "274mg/dl" on the subject meter, which he felt was inaccurately high in comparison to a result of "238mg/dl", obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lfs criteria for accuracy. The patient also felt that the results obtained on the subject meter were inaccurately high in comparison to his feelings or normal results. Meter to feeling comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with an insulin pump which administered a basal dose of humalog insulin after the alleged issue occurred. The reporter stated that the patient decreased his food or drink intake on (B)(6) 2016 in response to the alleged issue. The reporter stated that on (B)(6) 2016 the patient developed symptoms of "confusion, combativeness and not acting like himself". The reporter detailed that on (B)(6) 2016 the patient was admitted to the hospital/emergency room (ER) where he received treatment from a healthcare professional (hcp) with a glucagon injection. The reporter also claimed that on (B)(6) 2016 the patient self-treated with a glucagon injection. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a hcp for a hypoglycemic event after the alleged issue occurred.